Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No intervention was reported. There were no patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was reinterrogated, and telemetry was restored. There were no patient consequences.